Event description:
It was reported that the patient with this pacemaker felt a shock sensation around the implant site. Leads measurements were noted to be within normal range. In addition, it also stated that the patient was treated for a possible perforation prior to the current visit. As of this time, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.